Event description:
Event desc: the pt with a recent history of esophageal squamous cell carcinoma who had undergone chemotherapy at an outside facility. In 2003 pt underwent an esophagogastrectomy. Pt had a prolonged ICU course, requiring a ventilator and vasopressor support. In 2004 the resident was rewiring the triple lumen catheter, and when she tried to pull out the guidewire, the outer coils of the wire came off. The wire was saved and the co was notified.